Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out, increased threshold was observed. The pace/sense portion was capped and replaced. Defib portion of the lead remains active. Patient is stable.